Manufacturer narrative:
H6- device code 1494 clarifier: indication for use h6- device code 2017 clarifier: failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four prostyle devices after an emergency st elevation myocardial infarction (stemi) intervention with a 14f sheath. Reportedly, the first prostyle was deployed, but the suture snapped as tension was applied prior to knot advancement. The second prostyle was deployed, but same as the first prostyle, the suture snapped as tension was applied prior to knot advancement. It was noted that the sutures of the first and second prostyle devices appeared brittle. Then, a third prostyle device was attempted; however, the entire suture came out of the anatomy with the knot formed/intact. A fourth prostyle device was attempted; however, same as the third prostyle, the entire suture came out of the anatomy with the knot formed/intact. As the patient was scheduled to remain hospitalized overnight, the 14f sheath was re-inserted to allow the blood to thicken and hemostasis was achieved via manual arterial compression the following day. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Reportedly, femoral imaging was not performed. The IFU, also states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to a material separation (suture retrieval issue) include, but not limited to, suture pulled until it breaks, or tensioning angle is not being coaxial. The reported suture appeared brittle is likely related to the users perception after the suture separation. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.